Event description:
Pt reported that, in 2004, they experienced a hypoglycemic episode. They stated that the paramedics were contacted and "revived" them. Pt was treated with 2 tubes of glucagon and was told to eat a sandwich. They were not transported to the hospital for add'l treatment. Upon the paramedics' departure, pt's blood glucose measured > 300 mg/dl.